Manufacturer narrative:
As reported, the bard/davol sorbafix fixation deployed a broken fastener. The subject device along with the broken fastener was returned for evaluation. Functional evaluation of the returned sample finds successful deployment of the remaining two fasteners. Internal component evaluation found that all the inner components in place with no anomalies found. Based on the sample evaluation and investigation performed, the most probable root cause of broken fasteners deploying would be the result of forces applied while in use while attempting to fixate at the inguinal space. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿ the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair (tapp) procedure on (B)(6) 2021, the bard/davol sorbafix enhanced fixation device was used to fixate a bard/davol 3dmax light mesh. It was reported that the device deployed a broken fastener and did not fixate the mesh. It was also reported that the broken fastener was removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.